Event description:
The customer reported being hospitalized due to high blood glucose of 477mg/dl, and she has treated with manual injections. The customer stated that her infection may have caused to raise her glucose level. The customer stated that she was experiencing nausea and vomiting. Troubleshooting was not performed as the doctor took her insulin pump from her. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.